Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced major access site bleeding requiring blood transfusion. The patient also had a cerebral vascular accident (cva), limb ischemia and sepsis. The patient expired while on support; however, there were no allegations towards the impella as the cause of death.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that on (B)(6) 2022 the patient experienced serious bleeding at the impella access site and required blood products as a result of the blood loss on (B)(6) 2022 it was reported that the patient experienced an ischemia stroke and limb ischemia during impella cp support. On (B)(6) 2022 the patient was noted to have sepsis while on impella cp support. The impella was successfully explanted on (B)(6) 2022, and the following day on (B)(6) 2022 the patient experienced a sudden cardiac death which was noted to be related to impella use. No further information was provided. Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. The following has been corrected from the initial MFR 1220648-2024-10206: section b3: date of event has been corrected. Section b2: checked death and added date of death. Section b5: description of event has been corrected. Section h1: corrected type of reportable event to death. Section h6 health effect - impact code: added death 1802 code.